Event description:
It was reported that a hair was found inside the sterile packaging during surgery. The surgeon used a different size of implant.

Manufacturer narrative:
This report will be amended when our investigation is complete.